Event description:
During surgery for a laparoscopic tubal ligation there was noted to be a large hematoma overlying the transverse colon at the site of the entry below the veress needle. Mini-laparotomy with partial omentectomy performed. Patient returned to the operating room 10 days later for perforation of the transverse colon.